Manufacturer narrative:
(B)(4). The device was received with one electrode leg loose. The ceramic is not damaged and is securely bonded to the bottom jaw. Testing found a short on the device and a replace light warning was received when the jaws are fully or partially closed. The device was visually inspected and the proximal end of the leg of the electrode opposite to the active rod is not properly seated onto the ceramic, allowing the electrode to be touching the jaws when they are closed. The electrode to jaw contact creates an electrical short and the replace device warning preventing rf power delivery from the generator. This could have affected the sealing performance of the device. It is possible that a lack of adhesive along the surface of the ceramic could lead to adhesion failure.

Event description:
It was reported that during a sigmoidectomy procedure, although the device was activated properly at the beginning, the device became not to be activated on the way. Another device was used to complete the case. There were no adverse consequences to the patient additional information received: the device was used for the intestinal membrane in single tap mode. Although the activation sound was heard while the button was being pushed, the device was not activated at all. The I-blade could be moved forward properly. However, as the device could not seal, bleeding occurred a little. The bleeding was stopped soon by ligation and blood transfusion was not required. There were no adverse consequences to the patient. According to the sales rep, no error occurred and there was no possibility that the jaw clamped something hard such as clips. The second device was also not activated. Besides, when the generator was replaced with another one, the other device which had the same lot number as complained devices was activated properly. Therefore, there was a possibility that the generator was a cause of this incident.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time